Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Failure event observed during analysis. A partial lead with connector pin measuring 11.7 cm was returned for analysis. Final analysis found one external insulation abrasion noted at 6.7 - 6.9 cm from the connector pin consistent with friction to the can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.